Manufacturer narrative:
Sections d4, h4: additional information. The heartmate ii left ventricular assist system associated with this event is reported and investigated under MFR # 2916596-2019-03692. Manufacturer's investigation conclusion: the reported event of two clock resets and pump stops associated with a loss of power to the system was confirmed via the submitted log file. The submitted log file contained approximately 10 days of data; the exact time-span cannot be determined due to the multiple clock resets. The log file captured two pump stops with associated clock resets to day 0, hour 0, minute 0. The exact timestamp that the pump stops occurred cannot be determined due to the clock being reset. Both pump stop events occurred due to a loss of power to the system that appears to be caused by both system controller power cables being disconnected. The log file contained events from the timestamp of day 16, hour 1, minute 29 until the clock was first reset due to a loss of power. The first pump stop occurred in the event captured after day 21, hour 23, minute 15. The log file then captured data from the timestamp of day 0, hour 0, minute 0 until the second pump stop and clock reset. The second pump stop occurred in the event captured after day 0, hour 21, minute 44. Low speed operation and low flow hazard alarms were active when the controller was initially reconnected to power after the pump stops; the alarms resolved when the controller regained the set speed. The log file contained approximately 4 days of data after power was restored after the second pump stop. Aside from the pump stop events, the pump maintained a speed above the low speed limit throughout the log files. No other notable alarms were active in the log file. The system controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to have been caused by both system controller power cables being disconnected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 4 months. No further information was provided. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that log file analysis showed two instances of the system controller's clock resetting. This appeared to be due, in both cases, to disconnecting both power cables which resulted in losing all power to the controller and stopping the pump. It was noted that in both cases one power lead was connected to battery power and the other was connected to the power module, which indicated that these events likely occurred while the patient was switching power sources. No further information was provided.